Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 694775, lead. (B)(4).

Event description:
It was reported that an infection occurred. Blood cultures were positive for staphylococcus epidermidis. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.